Event description:
It was reported that the patient experienced ineffective therapy. As a result, surgical intervention was undertaken on (B)(6) 2026 wherein the system was explanted to address the issue.

Manufacturer narrative:
Date of event and patient's weight is estimated. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.